Manufacturer narrative:
(B)(4). Analysis of the returned device did not confirm the reported device issue. The analysis detected a posterior needle to cuff miss. The suture and attached undamaged posterior needle tip, which was not engaged with the posterior cuff, were fully free of the device. The posterior cuff was slightly oval in shape with undisturbed tabs and had been ejected from the posterior foot. The posterior foot had a hard white material and soft tissue within its pocket. The probable cause was determined to be related to the operational context where the device was used. A review of the lot history record for the reported lot revealed no relevant non-conformances related to the reported event. A query of the complaint-handling database did not reveal a lot product quality deficiency. Based on the review, no product deficiency was identified.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using proglide devices after a coronary interventional procedure. Reportedly, the suture broke, it was not indicated at what point during the deployment steps. Hemostasis was achieved using a non-abbott device. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additonal information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.